Event description:
It was reported that the latitude communicator received an alert from this pacemaker, and a red-light doctor icon was displayed on the communicator. The communicator was unable to transmit the data and the patient contacted the center. The communicator was replaced, and a new transmitter was connected, and the alert was transmitted. However, it was not known what the alert was for as the patient experienced syncope and had to be admitted into the hospital. It was suspected that the device had went into safety mode. Subsequently, the device was explanted and replaced. There were no adverse patient effects were reported. The device is expected to return for analysis. Additional information was provided, it was reported that there were no data on latitude related to the red alert or interrogation issue around on (B)(6) 2024 or (B)(6) 2024.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the latitude communicator received an alert from this pacemaker, and a red-light doctor icon was displayed on the communicator. The communicator was unable to transmit the data and the patient contacted the center. The communicator was replaced, and a new transmitter was connected, and the alert was transmitted. However, it was not known what the alert was for as the patient experienced syncope and had to be admitted into the hospital. It was suspected that the device had went into safety mode. Subsequently, the device was explanted and replaced. There were no adverse patient effects were reported. The device is expected to return for analysis.additional information was provided, it was reported that there were no data on latitude related to the red alert or interrogation issue around 15jan2024 or 16jan2024.